Manufacturer narrative:
Customer replaced the air separator and confirmed that the reported issue, filling of saline bag, was resolved. Machine was returned to service with no further issue. To date no part has been received for evaluation. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Additional information: investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. Per customer follow up, the incident occurred during pretreatment. The facility technician stated he replaced the air separator. The machine is back in service and parts were not returned to the manufacturer for evaluation.